Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. According to the information provided, there was no issue found prior to use and during use of the device. However the cuff was found detached during extubation because the patient had clenched down on the tube. This is an unintentional force applied that had caused the cuff to detach from the tube.

Event description:
It was reported "the patient clenched down on the endotracheal tube during extubation and the cuff separated from the lumen of the tube. A bronchoscope was needed to remove the cuff from the airway." No patient harm or injury reported. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient clenched down on the endotracheal tube during extubation and the cuff separated from the lumen of the tube. A bronchoscope was needed to remove the cuff from the airway". No patient harm or injury reported. Patient condition reported as "fine".